Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that there was no issue on the left side. According to the information provided, the customer initially reported a capsular contracture baker grade iii on left breast implant. As per additional information received, it was confirmed not to be a capsular contracture. Since the product was not returned, we are closing this investigation. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate.  (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old african american female patient underwent primary breast augmentation with a 595cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade IV. Capsular contracture was also reported on the left side. However, additional information received and actually no issue/intervention on the left side. As a result, the right device was explanted and replaced with catalog number shpx595; serial number (B)(4) on (B)(6) 2019. This report is for the patient¿s left-sided device.